Manufacturer narrative:
Device evaluation summary: belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. Upon evaluation, the voltage at the j702 trunk cable and the can l and can h wires was below normal and the voltage at the u718, u713, and u729 components was unstable. The abnormal voltage readings cannot be ruled out as a potential contributing cause to the reported code 204. The root cause of the abnormal voltage readings cannot be positively identified. No adverse event resulted from the intermittent wires.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204.